Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the rewind was slow. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: a review of the pump black box data revealed no motor related errors. During testing, the rewind step was completed successfully and at the proper pace. The complaint was not duplicated and no defect was found.